Event description:
It was reported that a light sensitive drug set leaked nutrition solution through a hole. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. The device was visually inspected, and an approximately 0.2 cm cut was observed on the yellow tubing, just under the chamber. A gravity test for leakage was performed and identified a leak from the yellow tubing. The reported condition was verified. The cause of the condition could not be determined. As the problem was possibly related to manufacturing, involved personnel were made aware of this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.